Event description:
The customer reported that they received false negative leukocyte results for two patient samples tested with chemstrip 10 ua urine test strips. Sample (B)(6) initially resulted as negative for leukocytes when a chemstrip 10 ua test strip was run on chemstrip ua instrument, serial number (B)(4). The negative value was reported outside of the laboratory. A chemstrip 10 ua test strip was manually run and a visual reading of the strip resulted as negative for leukocytes. A microscopic examination of the sample indicated that the urine had > 100 leukocytes/ ul. The microscopic result was believed to be correct. The sample was also run on a chemstrip 10 ua strip processed on a urisys 1800 analyzer, serial number (B)(4) on (B)(6) 2013, resulting as negative for leukocytes. This negative value was also reported outside of the laboratory. A urine culture on this patient resulted with enterococcus. Sample (B)(6), from a (B)(6) female, initially resulted as negative for leukocytes when a chemstrip 10 ua test strip was run on chemstrip ua instrument, serial number (B)(4). The negative value was reported outside of the laboratory. A chemstrip 10 ua test strip was manually run and a visual reading of the strip resulted as negative for leukocytes. A microscopic examination of the sample indicated that the urine had > 100 leukocytes/ ul. The microscopic result was believed to be correct. The sample was also run on a chemstrip 10 ua strip processed on a urisys 1800 analyzer, serial number (B)(4) on (B)(6) 2013, resulting as negative for leukocytes. This negative value was also reported outside of the laboratory. A urine culture on this patient resulted with klebsiella. The patients were not adversely affected by the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the urisys 1800 analyzer, serial number (B)(4). (B)(6).

Manufacturer narrative:
Retention material was also tested on a retention chemstrip ua instrument. No false negative reactions were observed. There is no significant difference between the customer's analyzer and the device used for retention testing. Visual readings were comparable to the measured values. No additional customer complaints have been received for this lot.

Manufacturer narrative:
Retention material was tested on a urisys 1800 analyzer. No false negative reactions were observed. There is no significant difference between the customer's analyzer and the device used for retention testing. Visual readings were comparable to the measured values.